Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast lump removal in 2018 and overweight, paratubal cyst, normal delivery (live child), night sweats, hair loss, migraine, pelvic pain female, chickenpox and vaginal bleeding. Previously administered products included: cleocin [clindamycin phosphate], wellbutrin and oral contraceptive nos. The patient had a family history of cancer (colon breast). In 2012, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.148 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: diagnosis: hysterectomy and bilateral salpingo-oophorectomy: benign cervix, no dysplasia identified. Proliferative phase endometrium. Right ovarian serosal adhesions. Benign simple tubal and ovarian cysts. Specimen: uterus, cervix and tubes. Gross description: right fallopian tube: tan-purple fimbriated 5.7 x 0.4 cm measuring 0.4 cm each, within the proximal aspect of the fallopian tube segment is a coiled portion of metal consistent with a essure contraceptive device. Left fallopian tube: tan-purple fimbriated 4.9 x 0.5 cm, within the proximal aspect of the fallopian tube segments a coiled portion of metal consistent with an essure contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast lump removal in 2018 and overweight, paratubal cyst, normal delivery (live child), night sweats, hair loss, migraine, pelvic pain female, chickenpox and vaginal bleeding. Previously administered products included: cleocin [clindamycin phosphate], wellbutrin and oral contraceptive nos. The patient had a family history of cancer (colon breast). In 2012, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.148 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report. Diagnosis: hysterectomy and bilateral salpingo-oophorectomy: benign cervix, no dysplasia identified. Proliferative phase endometrium. Right ovarian serosal adhesions. Benign simple tubal and ovarian cysts. Specimen: uterus, cervix and tubes. Gross description: right fallopian tube: tan-purple fimbriated 5.7 x 0.4 cm measuring 0.4 cm each, within the proximal aspect of the fallopian tube segment is a coiled portion of metal consistent with a essure contraceptive device. Left fallopian tube: tan-purple fimbriated 4.9 x 0.5 cm, within the proximal aspect of the fallopian tube segments a coiled portion of metal consistent with an essure contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.